Manufacturer narrative:
The device has not been returned to olympus for evaluation. Olympus cannot conclusively determine the cause of the patient's outcome. The filing of this report is not an admission that the device caused or contributed to the reported event.

Event description:
Olympus was served with a lawsuit on april 26, 2016, which alleged that a patient underwent a gynecologic surgery for what were thought to be benign fibroid tumors and post menopausal bleeding using a morcellator was subsequently diagnosed with pelvic sarcoma and expired.